Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was used for cardiogram at the time of event. However, there was no harm or injury reported to philips. Customer restarted the device a few times to complete the surgery with no delay. The philips remote service engineer (rse) checked the device remotely and confirmed that there was no image. Customer claimed that the patient body thickness calculated by the device was 0. The rse suspected the fdc failure and suggested an onsite action. The fse visited onsite and upon functional testing, the fse checked the tube and found the tube condition and adaptation failure. The fse also encountered the generator error and checked the kvma and cube and found both are working well. It was confirmed that the tube was defective and needs to be replaced. The defective x-ray tube was returned for analysis, and it confirmed that the large filament was blown. To resolve the reported issue, the fse replaced the tube and did the configuration and adjustment. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.